Event description:
It was reported that while the surgeon was inserting a 4.0 titanium screw, the head disconnected from the shaft of the screw. The screw was already seated and had good compression so surgeon left screw implanted.

Manufacturer narrative:
It is not known if the device is available for eval. Once the investigation has been completed any add'l info will be reported in a supplemental report.